Manufacturer narrative:
The device was not returned for evaluation. The complaint for valve central regurgitation was confirmed based on provided medical record. A review of the device history record, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of instructions for use/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, per the patient's medical record, the thv valve migrated proximally. Valve migration can compromise the seal between the valve and the native annulus. This can affect blood flow leading to reduce back pressure for the leaflets to close (the leaflets cannot be fully coapted or close), which lead to central regurgitation as reported. As such available information suggests that procedural factors (thv migration) may have contributed to the central regurgitation. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As learned through edwards implant patient registry, a 26mm sapien 3 ultra resilia valve was explanted after an implant duration of 7 months due to severe central regurgitation. The echocardiogram demonstrated the valve may have migrated proximally. A 27mm inspiris valve was implanted in replacement.

Event description:
As learned through edwards implant patient registry, a 26mm sapien 3 ultra resilia valve was explanted after an implant duration of 7 months due to severe central regurgitation. A 27mm inspiris valve was implanted in replacement.

Manufacturer narrative:
Investigation is ongoing.